Event description:
A customer in the united states notified biomérieux of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus while testing a patient isolate with the vitek® 2 ast-gp67 test kit, (reference # 22226, lot 1321068203). The customer first tested the isolate with the vitek 2 ast-gp67 test kit, lot 1321068203, and received a positive cefoxitin screen (oxsf) result and an advanced expert system¿ (aes) corrected oxacillin result of resistant (mic: <= 0.5). The customer retested the isolate using a second vitek 2 analyzer and vitek 2 ast-gp67 test kit, lot 1321040103 and received a negative cefoxitin screen result and an oxacillin result of susceptible (mic: <= 0.25) with no aes modification. The customer performed alternate microscan and pbp2 testing resulting in a positive cefoxitin screen result from the microscan and a negative pbp2 result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint for a false positive cefoxitin screen (oxsf) results for a staphylococcus aureus isolate in association with the vitek® 2 ast-gp67 test kit (lot 1321068203). The customer did not save the isolate for submission to biomérieux for investigational purposes. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to reference methods. Since the strain was not submitted for investigational testing, no additional investigation could be performed. Ast-gp67 lot #1321068203 met final qc release criteria. The lot passed qc performance testing.